Manufacturer narrative:
This complaint will be updated once investigation is complete. Trends will be evaluated.

Event description:
Allegedly, patient was revised due to other indication for revision (right). Revision njr number: (B)(4). Primary asa: p1 - fit and healthy.